Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 06-aug-2018. This retrospective pregnancy case was reported by a physician and describes the occurrence of pregnancy with contraceptive device ("pregnancy with contraceptive device") in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "lode". In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy by laparoscopy without complications). Essure was removed on (B)(6) 2016. At the time of the report, the pregnancy with contraceptive device had resolved. The pregnancy outcome was reported as elective abortion. The reporter provided no causality assessment for pregnancy with contraceptive device with essure. The reporter commented: the patient was referred for evaluation of removal due to pregnancy after insertion. Bilateral salpingectomy by laparoscopy on (B)(6) 2016 without complications. The patient was asymptomatic since follow-up visit after hospital discharge. Diagnostic results: in (B)(6) 2015 the patient had a medical consultation by request. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)on (B)(6) 2018. The most recent information was received on (B)(6) 2018. This retrospective pregnancy case was reported by a physician and describes the occurrence of pregnancy with contraceptive device ("pregnancy with contraceptive device") in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "lode". In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy by laparoscopy without complications). Essure was removed on (B)(6) 2016. At the time of the report, the pregnancy with contraceptive device had resolved. The pregnancy outcome was reported as elective abortion. The reporter provided no causality assessment for pregnancy with contraceptive device with essure. The reporter commented: the patient was referred for evaluation of removal due to pregnancy after insertion. Bilateral salpingectomy by laparoscopy on (B)(6) 2016 without complications. The patient was asymptomatic since follow-up visit after hospital discharge. Diagnostic results: in (B)(6) 2015 the patient had a medical consultation by request. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.